Event description:
Pt reported he often experiences elevated blood glucose and he and his diabetes specialist do not "trust" the infusion device. Pt believes the insulin delivery is too low and the infusion device does not correctly provide e4 occlusion errors. The infusion device was requested for evaluation. He did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.